Event description:
Crm received info that this dextrus atrial lead dislodged. A revision procedure has been scheduled. No add'l info is available at this time. If add'l info becomes available, this event will be updated.